Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 26mm sapien valve was positioned 50:50; however, during deployment the valve shifted deploying 90:10 aortic, resulting in mild central leak and mild to moderate paravalvular leak (pvl). The decision was made to deploy a second valve. A second 26mm sapien valve was implanted 25% more ventricular than the first valve. A repeat echo revealed the pvl had reduced to trace while the central leak was eliminated. Per report, the final outcome was great and patient was noted to be in stable condition. After the procedure, the physician and the cs had an opportunity to discuss potential causes of the event. Per report, the too aortic deployment was attributed to the bav procedure, which had been very effective and created a wide opening within the annulus across the valve. This allowed for extra movement and less stability as the valve was deployed. Per report, the patient¿s aortic root and native leaflets were moderately calcified, the sinotubular junction (stj) measured 30mm, the sinus of valsalva (sov) measured 35mm. The patient had mild mitral annular calcification (mac) and no septal hypertrophy. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, valve regurgitation and device malposition requiring intervention are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, it is possible that the bav procedure created a wide opening within the annulus across the valve thus allowing for extra movement and less stability as the valve was deployed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.